Event description:
Complainant alleged that during biomed testing, the device inappropriately shuts down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a interconnect issue that was resolved by reseating a battery interconnect cable.